Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by maquet service technician. A defective battery was found and replaced. Full calibration, functional testing and safely check to factory specifications was performed. A supplemental medwatch will be submitted if additional information become available. (B)(4).